Event description:
It was reported that during a clinic visit the device was unable to be interrogated. There was just a flicker of one green light. Recycling the power and disconnecting the programming head were attempted. The magnet response was working, and no other electronic equipment was turned on. The issue was able to be resolved and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.